Event description:
It was reported that a beta bionics ilet user had difficulty charging the ilet, with the device flashing and not initially charging. After troubleshooting steps, the device successfully charged and powered on. During this time, glucose levels were elevated reaching a peak of 485 mg/dl, so the user resorted to backup therapy to correct.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.